Event description:
Veterinary plate broke in situ. The plate was used in little dog. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The part of the plate where the article and lot number are marked was cut away for length adaptation during the surgery and neither the article nor the lot number was provided for further investigation and device history review. Based on the dimensions of the plate we can only assume that this was the article 243.091. The measurable dimensions of this plate were as far as possible checked according the drawing of the article 243.091 and found to be in compliance with the technical drawings and specifications. No product fault could be detected. The visual microscopic view of the fracture face did not show any irregularities and the fracture face is homogenous which indicates material conformity. Based on these findings it is possible that the overloading during the healing process caused the fatigue breakage of the plate. The investigation determined this complaint to be indeterminate. (B)(6).